Event description:
It was reported patient stated that her implant was causing pain 24/7. Aet took panos cbct scans to check implant multiple times. Nothing was ever wrong with patient's implant. She sated she believes she may be allergic to metal of implant. Implants were completely integrated. Tooth 13.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient weight unknown / not provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One 3i t3â® tapered implant 4/3 x 15mm (bopt4315) and one 3i t3â® tapered implant 5/4 x 13mm (bopt5413) was returned for investigation. Device was measured. Implants had bone and debris attached. The device could not be functionally tested for the reported failure (allergic reaction). Pre-existing condition noted on the per was moderate bone density ¿ type ii. The reported devices have been placed on teeth #13 and 15 (universal). X-ray and picture images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2019010056 and 2021010505). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op0210 and op0210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (2019010056 and 2021010505) for similar events and no other complaint was identified. October post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event were non-verifiable.